Event description:
It was reported that the device was showing "syringe flange not in place" error when a syringe was properly loaded and stopped the unit from being used. The small calibration slug also showed "false" on the syringe ear sensor digital sensor monitor. The nicu started using the syringes with the new pumps and some of them were not sensing the syringe flange. When the syringe was loaded the digital ear sensor shows false and ¿syringe flange not in place¿ error stops the unit from being used. The event occurred during loading of the syringe and there was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after syringe testing, flange sensor testing, and event history log (ehl) review, the customer problem was not duplicated. The pump logs showed error " check flange sensor error" but the manufacturer representative was unable to duplicate the flange sense error during syringe testing and flange sensor testing. The pump was in good condition with no physical damage. The manufacturer representative confirmed the most likely/suspected cause of the issue was the user used an incorrect syringe type which was not configured for the pump, as the flange sensor was working as intended. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative did not find an issue with the pump but cleaned and greased the pump. The pump passed all functional tests and performed as intended.